Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient complained of leg pain the following day after walking. A CT scan revealed that the superior implant was close to the l5 nerve. Three days after the initial surgery, the surgeon performed a revision surgery where he removed the superior implant. The patient's pain symptoms improved following the revision.